Manufacturer narrative:
The biomedical engineer (bme) performed testing and verified that the battery was not charging by swapping the battery out with a known working battery. This investigation is still ongoing.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the battery was not charging. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the battery was not charging. The bme completed preventive maintenance (pm) and found that the battery was dead and needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
The repair for this device cannot be conducted at this time, due to a backorder status of the replacement battery needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Per good faith effort (gfe) response received 07apr2025, the device did not display a 1124 "battery failed" alarm error, and the battery was not more than 5 years old based on the date of manufacturing. Additionally, the battery lot code and/or serial number of the defective battery remains unknown at this time. This investigation is ongoing.